Event description:
Patient was revised to address pain.

Manufacturer narrative:
Complaint was originally reported in wpc (B)(4) with an alert date of 2/8/2011; however, litigation provided us with incorrect information. Wpc (B)(4) was then created in duplication because the information did not match. We have now received the preliminary disclosure form from the law firm, which provides correct information that confirms that wpc (B)(4) was the same complaint as wpc (B)(4). We have chosen to reject wpc (B)(4) rather than wpc (B)(4) because, wpc (B)(4) contains more accurate information and product/lot codes. Please note that everything was reported by the due date. Depuy considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.